Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 09may2014. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an ex tibial nail insertion the tip of a driving cap broke off inside a threaded radiolucent insertion handle. Reportedly there were no loose fragments generated, no surgical delay or harm to the patient. The surgery was successfully completed using an alternative device; an 8mm ball hex driver. The driver was used as an impactor on the insertion handle to final insert the nail. No additional medical intervention required. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was performed ¿ it was reported that a driving cap (03.010.523 lot 8836145) broke inside an insertion handle during an ex tibial nailing procedure. The returned instrument was examined and the complaint condition was able to be confirmed as the threaded tip of the driving cap was found to be broken off and retained within the insertion handle. A definitive root cause was unable to be determined however the failure mode is consistent with off-axis hammering on the device before fully seating the driving cap on the aiming arm and/or from cross threading the device. The complaint is confirmed. Drawings for the device were reviewed. No drawing issues or discrepancies were noted. The design was found adequate for its intended use and did not contribute to this complaint condition. The instrument is used during femoral and adolescent tibial nail implantations and proper use and maintenance are addressed in technique guides. The returned device is multi use and is used for implanted nails. The complaint condition was most likely caused by the method of use rather than the design of the instrument. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.